Manufacturer narrative:
The intraocular lens (iol) is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient experienced residual refractive error resulting in decreased visual acuity post implant of a model zcb00 +18.5 diopter tecnis monofocal iol (intraocular lens) in his left eye (os). An iol exchange was performed. The replacement lens is a model zct225 +19.5 diopter iol. Patient was prescribed besivance, lotemax gel and prolensa. The patient was reported as doing fine when discharged. There was no patient injury reported and no other surgical intervention was required. The explanted lens will not be returned. Visual acuity pre-op (pre-initial implant): 20/50, visual acuity post-op (post-initial implant): 20/150+2 (20/70-1 ph, pin hole), visual acuity post-op (post-replacement): 20/50-2. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.